Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced a skin flap necrosis, resulting in a skin flap revision surgery on (B)(6) 2015. Subsequently, the skin flap necrosis has recurred. The implanted device remains.